Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a narrow distal right coronary artery. On (B)(6) 2015, the patient presented with angina. Therefore, a 2.75 x 18 mm xience xpedition stent was implanted and the patient was discharged on (B)(6) 2015. Then, on (B)(6) 2017, the patient was re-hospitalized with back pain and aspirin and clopidogrel were administered. The patient was discharged on (B)(6) 2017. The relationship between the device and the event is unknown. No additional information was provided.